Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device analysis: the device was returned to the manufacturer and investigation completed by product analysis on 10-apr-2019 with the following findings: on investigation, the pump powered on with the display screen illuminated. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored.